Event description:
On (B)(6) 2012 the reporter, the patient's father, contacted animas to report that on (B)(6) 2012 the patient obtained a blood glucose reading of 47 mg/dl. At that time, the patient experienced the symptom of lethargy. The patient was treated with juice, and her subsequent blood glucose reading was 155 mg/dl. The patient did not seek any medical attention. Troubleshooting revealed all pump settings, basal setting and date/time were correct, there were no issues with the infusion set or infusion site, and the patient had not received any unintended insulin infusions. There was no evidence the pump was not accurately and correctly delivering insulin as programmed. There was no information provided to indicate the cause of the patient's low blood glucose level. However, as the patient suffered a blood glucose level suggesting severe hypoglycemia while using the pump, and received treatment with food, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.